Event description:
The patient experienced a loss of therapeutic effect. The efficacy had been slowing decreasing despite multiple reprogramming appointments. Symptoms were reduced for a short while and then would return full force in less than 24 hours. It was verified that the system circuit was in tact. Additional information has been requested.

Manufacturer narrative:
(B)(4).